Manufacturer narrative:
The remote service engineer (rse) evaluated the device remotely. It was determined that the battery was not charging due to malfunction of battery. The battery was replaced, and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the heartstart xl device indicating that the battery does not charge.

Manufacturer narrative:
Phone number: (B)(6).